Manufacturer narrative:
During preventive maintenance at the customer site, the thermo-gard xp ivtm system (sn (B)(4)) failed functional testing due to mid:09 (air trap assembly) error message displayed during the slew rate test. The root cause was determined to be a faulty airtrap block assembly due to the overflow of fluid into the air trap chamber, as indicated by the presence of saline on the air trap sensor block, possibly caused by user mishandling. Upon visual inspection, observed damaged top lid and pump rotor. The top lid and pump rotor were replaced to remedy the damage. The probable cause for the observed damage could be due to normal wear and tear of the ivtm system or could be due to damage sustained by user mishandling. The thermo-gard xp ivtm system is a reusable device, was manufactured in april 2012, and is more than 8 years old. The air trap sensor block was replaced to address the mid:09 (air trap assembly) error message. Following service, the thermo-gard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermo-gard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance, the thermo-gard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message during the slew rate test. No patient involvement.